Event description:
It was reported that during a lap cholecystectomy procedure, the stapler misfired. The clips misfired, they were not firing properly. They opened a new device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Instrument b: d4: batch # e9f84l, exp date: 06/2013; mfg date:07/14/2008; instrument c: evaluation summary: the analysis results found that the el5ml device (a) was received in good visual condition and with a partially fired clip in the jaws. The clip was manually removed. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. The instrument locked out as intended. The analysis results found that the el5ml device (b) was returned with the jaw ramp broken off from the left side. The device was cycled and ejected the remaining clips due to the returned condition. The analysis results confirmed that one el5ml device (c) was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. The instrument locked out as intended, but the orange indicator was noted to be beyond its intended position. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch history review was performed and no anomalies were noted during the manufacturing process.